Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The s-curve height was measured and was within specification. Visual inspection of the lead did not reveal any anomalies.

Event description:
During the implant procedure, the impedance was high and out of range in bipolar configuration. The lead was explanted and replaced to resolve the event. The patient was stable.